Event description:
The recipient is reportedly experiencing sound quality issues with device use. The recipient was prescribed an antibiotic due to possible fluid behind the eardrum. External equipment was exchanged and programming adjustments were made, however, the issues did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The recipient reportedly experienced a middle ear infection which is not device related. This is the final report.